Event description:
It was reported the patient fell after the initial implant and their wound dehisced. The implantable neurostimulator breached the skin and was 25% exposed. It was stated the surgeon did do the appropriate 2 layer close during the implant. It was further noted the patient had a very high body mass index and very loose adipose tissue in the generator pocket. In addition, the lead crimped and ¿failed" impedances due to the fall. The devices were explanted and new devices were implanted on the contralateral side. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v901067 implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).